Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 260 mg/dl at the time of the call. The customer stated that then numbers on the screen kept scrolling. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.